Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4); information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient was not sure the implant was working correctly. The patient stated she was not feeling the stimulation and she was having desperate, uncontrolled fecal incontinence. The patient noted she called her manufacturer representative, who suggested the patient change programs by watching a video. The patient stated she never did change programs. Also, she has had a lot of problems with bladder issues, including a bladder infection and urinary incontinence. The patient noted that she has taken care of that by taking antibiotics, from which she has been off for 2 weeks. In addition, the patient mentioned having gone off her dietary program and had a lot of stress, but things have settled down. During troubleshooting, it was determined that the patient was on program 1 at 0.4v. The patient stated she has tried to increase from 0.3 - 0.5v, but it hasn't helped and she hasn't felt the stimulation. The stimulation was increased to 0.7v, which was comfortable for the patient. 0.8v was uncomfortable, resolved by lowering back down. Additional information was reported. It was reported that the patient's fecal incontinence had gotten worse over time. There were no further complications or anticipations reported with this event.